Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a colposuspencion procedure on (B)(6) 2017. According to the complainant, during the procedure, after deployment of the capio device through the sacrospinous ligament, the suture broke on the left side of the patient and the needle was found inside the capio cage. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned uphold (tm) lite w/ capio slim revealed no damage to the capio slim. The dart was not behind the catch. The mesh assembly was not returned. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a colposuspencion procedure on (B)(6) 2017. According to the complainant, during the procedure, after deployment of the capio device through the sacrospinous ligament, the suture broke on the left side of the patient and the needle was found inside the capio cage. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.